Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oxygen (o2) sensor on 840 vent was found cracked. The device was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Oxygen (o2) sensors were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the cracked connectors on the o2 sensors. If information is provided in the future, a supplemental report will be issued.